Event description:
It was reported that the patient has ineffective stimulation. Diagnostic indicate both leads have all high impedances. No trauma was reported, but the patient is very active and often rides motorcycles. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Date of event is estimated.